Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.

Event description:
It was stated that the customer passed away. The wife stated, she found the customer sweating profusely prior to the death and stated his blood glucose levels may have dropped. The official cause of death is unknown and the wife was not comfortable discussing the details during the phone call. The funeral home currently has the insulin pump and packaging was sent to the funeral home to return the insulin pump for analysis. Phone calls were made to the medical doctor's office, but they did not know the cause of death, or if the customer was wearing the insulin pump at the time of death.